Event description:
It was reported that during a surgery to extend a construct, one polaris inserter and two polaris dorsal height adjusters fractured due to a screw binding in the bone. Other instruments were used to complete the procedure and there was no patient impact.this is report three of three for this event.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available.without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.reference reports 3012447612-2024-00276.

Manufacturer narrative:
Corrections in h6: conclusion code. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during a surgery to extend a construct, one polaris inserter and two polaris dorsal height adjusters fractured due to a screw binding in the bone. Other instruments were used to complete the procedure and there was no patient impact. This is report three of three for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has twisted and fractured. Additionally, the laser markings and anodize are extremely faded. However, the laser markings are still legible. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied during use, due to a screw binding in the bone. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during a surgery to extend a construct, one polaris inserter and two polaris dorsal height adjusters fractured due to a screw binding in the bone. Other instruments were used to complete the procedure and there was no patient impact. This is report three of three for this event.

Event description:
It was reported that during a surgery to extend a construct, one polaris inserter and two polaris dorsal height adjusters fractured due to a screw binding in the bone. Other instruments were used to complete the procedure and there was no patient impact.this is report three of three for this event.

Manufacturer narrative:
Corrections in d4: lot and UDI numbers, d9, and h3. Additional information in h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.